Event description:
User reported that three patients on support were experiencing issues with the nomoline reading. The nomoline was alarming with a value of "0" or ">180", only one or the other. The healthcare profesional tried to unplug and replug the nomoline without success, they tried the massimo nomoline and the new spectrum nomoline but the issue persisted.

Manufacturer narrative:
Awaiting conclusion of investigation.